Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the device was returned for analysis and the reported event of a hole and fluid leak was confirmed. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. There was a hole in the pump strain relief kink resistant tubing (krt) (cylinder) junction; leak was present. Under microscope it was observed that hole in the krt junction was the result of fatigue and wear. The krt was also worn to filament. Damaged tubing was removed. The pump was functionally tested and performed within specification. Product analysis confirmed the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the pump tubing caused by a fluid leak. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the pump tubing caused by a fluid leak. A patient outcome of stable was reported.